Event description:
It was reported on (B)(6) 2026 a 28 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. Prior to the procedure, the patient was taking eliquis. During the procedure, the patient's heart rhythm was normal sinus. Heparin was administered and transseptal was made at the inferior/mid location. Activation clotting time was 264 seconds. The left atrial pressure was above 12 mmg hg. The device was partially recaptured once. There was one wire and sheath exchanged in the left upper pulmonary vein. The device was implanted. On (B)(6) 2026, the patient presented to the emergency room and a circumferential pericardial effusion with tamponade was noted in the pericardium. A pericardiocentesis with drain placement was completed. The patient was taking eliquis and aspirin at the time the pericardial effusion was noted. The physician believes that the pericardial effusion was possibly caused by the combination of the amulet and being discharged on eliquis and aspirin. However, this has not been confirmed. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.